Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any physical damage to the pump or presence of moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the review of the black box data showed several power reboots. The battery cap was able to fit to maintain electrical connection. The pump powered on correctly with no power interruptions duplicated during the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked. Moisture damage was found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and no further moisture damage was found.